Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a magnetic bar had fallen off the drawer, the system was registering the drawer as not open when attempting to remove a medication. The customer stated that when they closed the drawer, it popped back out and prompted them to open it again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer falsely indicated it was closed due to a detached magnetic bar. A field service engineer replaced the magnet for the distance sensor and tested the drawer and cubies for proper operation. The system functioned as intended after the field service engineer repaired the device.